Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-9676 angled reamer, drive shaft, and ar-9597-10 angled reamer sleeve had wear and tear. The devices began to spot, weld and become increasingly resistant to one another, making the augment reamer less effective. This was noticed during a case but did not prevent or slow down the case in any way. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9597-10 batch 37622233 was received for investigation. Visual evaluation it was found that a reamer has scratches lines around the outer diameter and the distal and proximal end. The most likely cause of the reported failure is wear and tear of the device.